Event description:
Parents reported that the child_s hearing performance became recently poorer. They assumed that the external part did not work normally. However, during in situ testing affected channels were seen. Re-implantation is considered, however, not in the near future.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled.

Event description:
Parents reported that the child_s hearing performance became recently poorer. They assumed that the external part did not work normally. However, during in situ testing affected channels were seen. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported that the child's hearing performance became recently poorer. No re-implantation is planned.

Manufacturer narrative:
According to the information received from the field the recipient experienced poor hearing perception, which might be related to physiological changes inside the cochlea. Reportedly in situ measurements returned to normal. Re-implantation is not planned now.